Event description:
It was reported that during the procedure, they experienced noise issues. They troubleshot by checking the connections and they replaced the cables. The case was completed using the same device. No patient consequence was reported. Upon request, additional information was received on the event by the bwi field representative on (B)(4) 2013. During ablation the noise was on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 and ep recording systems. The noise was more intense on the bs ECG¿s. The baseline was strongly disturbed. The physician was able to interpret the signals as long as there was no ablation. The physician was able to complete the procedure by checking the signal once the ablation was over. The noise was present regardless of the fact if there was pacing or not. It was planned pacing to assess the pulmonary vein isolation (pvi) and mainly the left pulmonary vein. There was no pacing issue. They were not trying to pace and ablate from the same catheter simultaneously. The stimulator used was biotronik uhs 3000. The severity of the noise on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and ep recording system is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that during the procedure, they experienced noise issues. They troubleshooted by checking the connections and they replaced the cables. The case was completed using the same device. No patient consequence was reported. Upon request, additional information was received on the event by the bwi field representative on may 27, 2013. During ablation the noise was on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 and ep recording systems. The noise was more intense on the bs ECG¿s. The baseline was strongly disturbed. The physician was able to interpret the signals as long as there was no ablation. The physician was able to complete the procedure by checking the signal once the ablation was over. The noise was present regardless of the fact if there was pacing or not. It was planned pacing to assess the pulmonary vein isolation (pvi) and mainly the left pulmonary vein. There was no pacing issue. They were not trying to pace and ablate from the same catheter simultaneously. The stimulator used was biotronik uhs 3000. The bwi field representative arrived at the hospital and he was able to simulate the issue. After replacing the backplane, the noise on map1-2 was significantly reduced. All atp tests performed and passed successfully. The system was found ready for clinical use. The haifa technology center (htc) tested the suspicious backplane. The customer complaint was not confirmed. The backplane passed service jig utility tests and passed isolation tests. No failure was found. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.